Manufacturer narrative:
S/w ver. Unknown. Retainer ring = black. Customer returned pump for an alleged cosmetic damage/cracked on the pump 06/17/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Unable to download or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, the pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. Blank display confirmed. Exposed to moisture confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack.no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.